Manufacturer narrative:
Additional information: section relevant tests/lab data. Corrected data: sections model/lot #, device available for evaluation? And device manufacture date have been updated for corrected data. A visual inspection was performed on the returned device and there were no signs of any physical damage with the received cycler. An internal inspection was performed and there were no discrepancies encountered in the internal inspection of the cycler. Simulated testing was performed and the device performed without failures. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event. Clinical review of the medical records did not indicate a causal relationship between fresenius peritoneal dialysis products and the patient¿s death. Due to the lack of medical record information, no conclusion can be made regarding any causal relationship between the patient¿s death and the patient¿s peritoneal dialysis products. The medical records did reveal the patient had an extensive cardiac history including greater than two months post-op from a transcatheter aortic valve replacement. Risks of this procedure as outlined in the medical record included death, renal failure, bleeding, myocardial infarction, stroke and pneumonia.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's pd nurse reported that the patient expired due to cardiac arrest while attached to cycler. The certificate of death states end stage renal disease and cardiovascular disease were the cause of the death.